Event description:
Episodes of gi bleeding requiring prolonged stopping of his anticoagulation. Back in with a worsening hemolysis pump has progressively failed. The device was inspected, and there was a clot at the inlet rotor.